Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data showed that the date was incorrectly set to (B)(6) 2014 after an unexplained power reboot on (B)(6) 2014. After the pump ran for an hour, the date was reset back to (B)(6) 2014. The total daily does (tdd) was recorded twice, before and after the incorrect date. As a result, the total daily bolus appeared to be greater than the ttd for the second (B)(6) 2014 record. On investigation, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercises were executed without incidents. The tdd was correctly reflected at the end of the 24-hour test. The pump passed a delivery accuracy test. Bolus delivery exercises were completed within the required specifications and recorded correctly. The reported delivery issue was attributed to a use error and was not duplicated in the investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. Reportedly, the total insulin bolus displayed on the total daily dose was less than what was delivered. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.